Event description:
It was reported that the stent perforated the vessel during procedure.no complications were reported with the patient as a result of the event.

Manufacturer narrative:
On follow up, it was reported that the perforation was caused by the codman prowler select plus catheter.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).